Manufacturer narrative:
The device was returned to the MFR for eval. It was observed that corrosion was present on the negative terminal of the battery (position 6) and battery pack terminal. No evidence of any electrical malfunction within the returned unit. Device failure analysis found/confirmed a defective (leakage/corroded) battery in the battery pack. The battery had leaked its contents causing corrosion. The cause of the defective battery is unk.

Event description:
It was reported that the pulsavac plus would not work properly. There was no harm or delay reported, and procedure completed with an alternate device.